Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 10 feet from the surgery field. In addition, livanova learned that the hospital is user of reusable heating blankets. It was reported that sometimes these are used with heater cooler 3t. This is not in accordance with device instruction for use which prescribes the use of single use blankets only. This deviation may have led/contributed to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium. There is no known patient involvement.